Event description:
Patient was involved in an automoblie accident during an episode of hypoglycemia and received emergency room treatment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump insulin delivery history was reviewed with the patient and confirmed to be correct. The patient adjusted his basal insulin delivery rate due to recent weight loss and has continued to use the pump with no reported subsequent events.